Event description:
The patient reported that the left ventricular (lv) lead was causing jerking on the left side of the patient¿s body. The doctor stated that the lead was too close to a nerve. The parameters on the lead had been reprogrammed four times since implant and at one time the lead was turned off. Follow up was conducted and indicated that the patient had been scheduled for a lead revision but the procedure had been cancelled. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).